Event description:
Patient reported capsular contracture, baker grade unknown, inflammation and pain in the left armpit. Mentioned recall and ovarian cancer. This record relates to an unspecified side. The location of the device is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.